Event description:
Philips received a complaint on the v60 ventilator indicating that there was a 110b (check vent: proximal pressure sensor auto zero failed) error code. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that during setup with no patient involvement, the unit alarmed a proximal pressure sensor autozero failure message appeared on the screen. After 20 minutes of running, the customer biomedical engineer (bme) confirmed the 110b error message was noted in the device event log. An internal inspection of the unit by the bme confirmed all connections were good. The customer requested onsite service.

Manufacturer narrative:
H10: on (B)(6) 2023, onsite service was completed at the customer site by a field service engineer (fse). The fse replaced solenoid valves 3 and 4 per instructions. The device then passed all testing and verification and was ready for use. In a good faith effort (gfe) response from the fse received on (B)(6) 2023, the fse confirmed that the solenoids were replaced and stated the issue was likely caused by the replaced solenoids being improperly seated within the data acquisition (da) printed circuit board assembly (pcba). The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The replaced solenoid valve was returned to the philips product investigation lab (pil) for evaluation by a pil technician (tech). The pil tech performed testing and confirmed that no alarms or fault related diagnostic codes were generated with the suspect solenoid installed into the pil test device. The pil tech concluded that there is no problem confirmed, and no fault found with the returned suspect solenoid. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.